Manufacturer narrative:
Patient information updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The representative noted that the issue was resolved by adjusting the emitter placement.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that during a clinical case to report that they were having trouble verifying and tracking their straight suction. The suction was reporting a high distance to divot value and was tracking intermittently, even after verification passed. The site was given troubleshooting advice on emitter placement and how to reduce metal interference. They stated that they would continue the case and call back if they had further issues. The site experienced less than 1-hour delay. There was no reported impact to patient outcome.